Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that the patient's infusion set's tubing detached from the needle at insertion site (events that happened the week before). The site location was the patient's abdomen and the infusion set had been used for two days. Moreover, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, they were unsure if there was any stress or pull on the tubing. Further, they were unsure if the pump was dropped with the set connected to their body. No further information available.